Event description:
It was reported that the right ventricular lead unipolar impedance was greater than the bipolar impedance and possibly had an insulation issue. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.